Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify unresponsive buttons, frozen display or time clock anomaly due to critical pump error. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that insulin pump had frozen display. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the buttons on insulin pump were unresponsive. Customer stated that the time was not advancing. The insulin pump will be returned be for analysis.